Event description:
The reporter contacted animas on (B)(6) 2012 alleging that during either the prime or load step, moisture came from the cartridge compartment and the cartridge was empty of insulin. The reporter confirmed that an alarm was received, but was unable to confirm if the alarm was for cartridge detected or not. The reporter stated that it could not be determined if the moisture from the cartridge compartment was water or insulin because the pump had been worn while swimming, but confirmed the cartridge was filled prior to the event. The reporter stated three different cartridges were tried in the pump, yielding the same results each time. The reporter further explained that the third cartridge tried in the pump would not insert into the cartridge compartment at all. Customer support confirmed with the reporter that there were no visible defects of the cartridge compartment, cartridge cap or cartridges. The reporter confirmed cycling the cartridge prior to filling and stated the supplies are new, from a recent order. The reporter opted not to participate in troubleshooting the pump and customer support was unable to obtain cartridge information or request the cartridge back for investigation. The reporter also stated the pump emitted a (B)(4) alarm. The reporter could not confirm what step of the prime process the pump was at when this alarm occurred. This complaint is being reported because of the allegation of a possible cartridge leak issue, which can lead to under delivery of insulin to the patient.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.